Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a clinician requested assistance for a factory reset of the ilet due to concerns about frequent hypoglycemia, while review of device reports showed very low glucose 0.1 percent and low glucose 0.7 percent; the user experienced a high glucose before dinner followed by a corrective dose that preceded a low glucose event. Symptoms included a low blood glucose of 63 mg/dl lasting approximately 20 minutes without loss of consciousness or need for assistance, and a high blood glucose up to 267 mg/dl lasting about 4 hours without ketone testing or emergency care. Outcomes included self-treatment of the low with carbohydrates and no medical intervention, hospitalization, or device alarms for sustained severe hyperglycemia. Investigation included review of reported glucose trends and user-reported events, with discussion initiated for in-person education and support. Investigation of this case revealed that the low was temporally associated with a correction dose after a pre-meal high, with no evidence of device malfunction or alert failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to therapy dynamics and user-specific factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.